Event description:
A report was received that the patient's pocket site incision was being supervised under the care of a plastic surgeon to maintain the incision. The patient had a previous pocket revision and had a (B)(4) infection. Due to the patient's past history her incision sites have not healed well. The incision site was not completely closed up and part of the lead was protruding. The plastic surgeon made an incision at the pocket site and reinserted the lead back in. The patient was reportedly doing well after the procedure.